Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the foot. Some time post-op, the patient underwent a removal of the nail and screw. During the removal, it was noticed that the tip of the driver had broken off in the nail in the initial surgery. The surgery was rescheduled for the hospital so more removal tools would be available.